Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant product: 419478 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the clinic must be informed that although the remote transmission was received, it was unable to be processed in the remote monitoring website because the cardiac resynchronization therapy pacemaker (crt-p) has implant detect set to "on." In order to permit future transmissions (txs) from the device to be processed by the website, the patient must be brought in for a device check and to turn implant detect to "off" with a programmer. Technical support (ts) spoke with a clinic representative, explained the issue and the need for implant detect to be turned "off" with a programmer if they want their patient to use a remote monitor. Website working as designed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.